Manufacturer narrative:
Concomitant product: product ID: 507658, lead, implanted: (B)(6) 2016.

Event description:
It was reported that the patient's 2.5-week-old device estimated remaining longevity at four years, which the patient felt was unusually short. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.